Event description:
During an implant procedure, while attempting to place the right ventricular (rv) lead, a loss of capture and inability to retract the helix was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.